Manufacturer narrative:
The device remains in service without further observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post-implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a low-voltage shock impedance measurement of greater than 400 ohms when the patient was supine. The measurements were normal when the patient was sitting and standing. The following day, the shock impedance measurements were higher than expected, but now in a normal range of 120-170 ohms in all postures. Automatic setup was performed and the device picked the alternate sense vector. That was manually reprogrammed to primary as the sensing was best in that vector. X-rays were performed to determine the cause of the high impedance measurements; system placement was appropriate, to the fascia, and the electrode terminal pin was fully inserted into the device header. After a couple of days, the shock impedance measurements continued to decrease. A 10 joule shock was delivered to test the true impedance, with a result of 131 ohms. This was higher than expected, but still within normal range. The patient was released and was enrolled in the remote monitoring system so the low voltage impedance measurements could be followed closely. It was noted that one week post-implant, the impedance measurement had recovered to 80 ohms. Despite efforts, the reason for the high impedance value after implant could not be determined. No adverse patient effects were reported.